Event description:
The user facility reported that their reliance synergy washer was leaking water onto the floor and formed a puddle. No procedural delays or cancellations occurred. No injury to hospital staff or patients reported.

Manufacturer narrative:
A steris service technician arrived on site and observed small leaks coming from underneath the unit. The technician found the leaks to be coming from multiple hose clamps. The technician added new screw clamps to the hose piping and replaced the existing clamps with new one. He also retightened the tri-clamp on the inlet side of the pneumatic drain valve. While on site, the technician also assisted the facility's plumber while adjusting the drain line on the unit. The unit was tested, confirmed operational and returned to service.